Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 19 hours after the start of the chemo infusion, a leak was discovered from the set¿s filter. No patient or clinician harm was reported.